Event description:
Reporter states that in 2004, he had a dialysis access port placed in his left arm and it got infected. Port still implanted. In 2005, pt was implanted with a second port that became infected with staph. In late 2007, reporter states that he was implanted with yet another port that became infected with staph and was told by his doctor that the cause was due to his hypotension and that the port was capped off. Port was in pt's right leg. In 2008, reporter states that he had another port implanted in his left leg. Pt feels that the port in his rt leg is causing him pain and should be opened.